Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor was not able to engage the device setscrew in a timely manner causing asystole which required external pacing through external defibrillator pads. Doctor stated difficulties in engaging the set screw because of abnormally steep angle needed but chose to move forward with implanting the device. The device remains in use. No further patient complications have been reported as a result of this event.